Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00016.

Event description:
During a bronchoscopy the scope had a small piece of black plastic fall into the patient. The piece was retrieved and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: d8, d9, h2, h4, h6. The device was not returned for evaluation, complaint was not confirmed; therefore, a definitive root cause could not be determined. The most probable cause was unable to exclude device problem; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.